Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21342. The pt received two scs leads with the same lot number. It was reported the pt last charged the ipg several months ago, and no longer felt stimulation a month after he discontinued charging. It was also reported the pt experienced ineffective right-sided stimulation. Subsequently, the pt underwent surgical intervention to address the issue. During the procedure, the physician indicated the right scs lead migrated. As a result, the ipg and right lead were explanted and replaced which resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.